Manufacturer narrative:
Qn# (B)(4). The sample was not returned; therefore, one sample was chosen from current production at the manufacturing facility for evaluation. A visual exam was performed and no obvious defects were observed. The cuff pressure of the current production sample was then inflated to 25mbar using a calibrated endotest. The cuff pressure was able to remain at 25mbar. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the doctor found cuff leakage when using on patient. Then changed new one, no impact on patient.

Event description:
It was reported that "the doctor found cuff leakage when using on patient. Then changed new one, no impact on patient.

Manufacturer narrative:
(B)(4).